Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the screws holding one of the door sidewalls in place had become loose.the screws were then tightened. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported the system will only complete about 75% of a 3d spin and then the gantry covers appear to ¿bulge¿ and the spin was aborted. This issue was noted outside of a procedure, and there was no patient involvement.